Manufacturer narrative:
The manufacturer received information from a dealer regarding information they had received from a father of the patient who had passed away. The dealer contacted the father of the patient to ask the ventilator's data, but "the father said that he wanted to confirm if there were some malfunctions since the patient's condition was temporarily stable, and it seemed that his tone was calm." The dealer contacted the clinic for information, but there was no information on the cause of death. A sales representative received additional information on this issue. According to the sale representative, the date of the patient passing away was confirmed. The sales representative stated that "a visiting nurse arrived before the doctor, and the mother who was at the scene reported no complaints of device malfunction (the patient's parents divorced three days before his death. The complaint was received from the father, who was not present at the time and suspects the family might have turned off the device.)" The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check of this device. The manufacturer's service technician evaluated and observed no errors in the system log. The manufacturer's service technician performed a functional test on this device, but was not able confirm the issue on this device. The manufacturer's service technician determined the device was operating as normal. The manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks for this device. The manufacturer's service technician determined the device was operational and it was cleaned.

Event description:
The manufacturer received information from a dealer regarding information they had received from a father of the patient who had passed away. The dealer contacted the father of the patient to ask the ventilator's data, but "the father said that he wanted to confirm if there were some malfunctions since the patient's condition was temporarily stable, and it seemed that his tone was calm." The dealer contacted the clinic for information, but there was no information on the cause of death. A sales representative received additional information on this issue. According to the sale representative, the date of the patient passing away was confirmed. The sales representative stated that "a visiting nurse arrived before the doctor, and the mother who was at the scene reported no complaints of device malfunction (the patient's parents divorced three days before his death. The complaint was received from the father, who was not present at the time and suspects the family might have turned off the device.)". The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.